Manufacturer narrative:
No frozen screen or button error alarm noted. Device time or clock moved. Device had intermittent buttons response due to flattened esc button dome switch. No unlocked j2 or lcd keypad connector noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the they were no able to press act button when the reservoir set up was selected. Customer¿s blood glucose was 323 mg/dl at the time of incident. Customer stated that the time was advancing. The insulin pump will be returned for analysis.